Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) clinical study. Same patient as MDR ID#: (B)(6). It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and required a target vessel revascularization (tvr). In (B)(6) 2011, clinical status assessment identified the patient's qualifying condition as unstable angina (braunwald iic), and the patient was referred for cardiac catheterization. The lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 18mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilation and placement of a 3.00x20mm promus element stent. Post-dilation of the stent, intravascular ultrasound (ivus) showed "poor adherence" of the stent at the proximal segment. Balloon dilation was then performed and ivus showed the stent had "a good adherence." Residual stenosis was 0%. The core lab also reported "transient no reflow was noted when the target lesion was rewire." The patient was discharged on aspirin and clopidogrel. In mar 2012, the patient was admitted due to coronary artery disease and acute anteroseptal myocardial infarction. 90% stenosis was noted in the proximal segment of study stent, which was treated with a 3.5x28mm non-bsc stent with the distal end of the stent overlapping the original stent. The event was resolved without residual effects and the patient was discharged.